Event description:
It was reported that the hospital emergency room supervisor, had a laceration from a 14 gauge needle that caused a deep long cut on his hand from the wrist to joint of the pinky finger. Topical skin adhesive was applied. The would opened up the next day. Topical skin adhesive was applied again. The user opines that his hand might have been oily and he had to wash it a lot which may have attributed to the event.

Manufacturer narrative:
(B)(4) - wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2011-00141 and medwatch 2210968-2011-00142. The same pt is represented in each medwatch.